Event description:
It was reported that during a laparoscopic anterior resection procedure, the device had successfully been used to fire across the inferior mesenteric artery and also to resect the colon. The fault happened during its third firing during the case. The surgeon fired the device across the inferior mesenteric vein with a vascular reload. The device fired all staples and cut through the vein however when the surgeon tried to open the device he could not open the jaws. Due to the tissue being so thin the stapled vein fell away from the closed jaws and the surgeon removed the device in the closed position. "The device was then put to one side a new." The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.